Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2012 (B)(6); product type programmer, patient product ID 3889-33, lot# va01qgd, implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient was implanted with the permanent implant last friday date on 2012 (B)(6) but stated 2012 (B)(6) in their reply. It was stated that during the trial the patient was able to turn the device up to 3.5v-4.0v and had no accidents. Now in the last two days the patient had had two accidents and it was stressing them out. It was reported that the patient's current program was at 2.1v and they were feeling the "shock" all the way down their leg. The stimulation was borderline uncomfortable. It was reported that the patient had it down under 2.0v (lower setting) and that it wasn't taking care of their symptoms and it was obvious that they she needed it higher. It was noted that the patient's stomach was "rumble rumble" and they wanted to know what they could do. The patient wanted to change to a new program. The patient also experienced a loss of therapeutic effect and an overstimulation sensation. It was reported that the patient's symptoms were a return of fecal return accidents and a rumbling stomach. It was noted that the patient had a follow-up appointment with their health care provider (hcp) scheduled for 2012 (B)(6). The patient was on program 1 at 2.3v. It was noted that program 2 was at 1.3v, program 3 was at 0.9v, and program 4 was at 1.7v. It was reported that the patient hadn't changed programs before and changed from program 1 to program 2. Program 2 was adjusted up to 1.7v and it felt the same as program 1 did. It was noted that the patient did not want to switch back to program 1. Additional information received reported that the cause of the event was lead frequency. It was noted that the patient had toe curling. The patient was reprogrammed on 2012 (B)(6). It was reported that the patient did not require hospitalization and that the patient outcome was no injury.